Event description:
The medical team placed an impella cp for hemodynamic support via the femoral artery. After just over 2 hours the pump was explanted due to an access site bleed. The bleed was treated by 2 units of blood cell products and the placement of a covered stent. The patient was then supported by an iabp via the contralateral leg.

Manufacturer narrative:
The medical center discarded all impella pump product at explant. A full analysis is not possible. Should the medical team share more clinical details that lead to a root cause, a final report will be filed. The failure mode will be monitored and trended.